Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. It was reported that the catheter seemed to be functional when cut from old pump. There were no symptoms to suggest that there was a catheter issue. No further complication was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving gablofen, 2000 mcg/ml concentration at 500 mcg/day dose via intrathecal drug delivery pump for intractable spasticity. It was reported that catheter was exposed from pump. There was a question pre-procedure as to functionality of catheter, the hcp did complete system swap out but kept spinal segment of catheter because they could not access intrathecal space. At end of procedure the hcp got good return of cerebrospinal (csf) from catheter access port. The pictures of pump and catheter were attached for showing the allegation. No environmental/ external/ patient factors that may have led or contributed to the issue were reported. At the time of this report, the issue was resolved and patient status was alive- no injury. No further complications were reported.